Event description:
The user experienced severe hypoglycemia resulting in hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring medical intervention and is consistent with the reported inpatient care and recovery. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hypoglycemia on the reported event date following a meal announcement made while glucose was already trending downward and after recent correction insulin dosing, resulting in cumulative insulin effect. Additional alerts indicated incomplete cartridge load events and prolonged insulin suspension without resumption, contributing to glucose variability. Based on available information, the event was attributed to use-related therapy management factors, including timing of meal announcements and insulin stacking, rather than abnormal device performance. If additional information becomes available, a supplemental MDR will be submitted.

Manufacturer narrative:
The user experienced severe hypoglycemia resulting in hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring medical intervention and is consistent with the reported inpatient care and recovery. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hypoglycemia on the reported event date following a meal announcement made while glucose was already trending downward and after recent correction insulin dosing, resulting in cumulative insulin effect. Additional alerts indicated incomplete cartridge load events and prolonged insulin suspension without resumption, contributing to glucose variability. Based on available information, the event was attributed to use-related therapy management factors, including timing of meal announcements and insulin stacking, rather than abnormal device performance. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.